Event description:
Patient refused to take oral fluids three to four days post-op. A tee probe was used during surgery and had been disinfected using cidex opa solution prior to use. Asp follow up with reporter revealed that the pt had been released.